Event description:
It was reported that the customers insulin pump fell into a creek and received a motor error alarm. Customers blood glucose level was reported at 107 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to moisture damage on the force sensor resistor. No motor error alarm was noted during testing. The motor was tested outside of the device and passed. A small amount of moisture was found on the electronics and motor assembly. No moisture damage was found on the motor home switch, the vibrator motor, or battery tube assembly during the visual inspection. The insulin pump had a cracked case on the display window corners, minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, and scratches on the reservoir tube window.